Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available for an investigation. No skin preparation had been performed. However, the complainant states that the electrode had not come loose and was adhering well to the skin. We are requesting additional information on the precise position of the burn on the electrode, the nature of the procedure and the role of high frequency surgery in it (cutting, coagulating, arrest bleeding), and the duration of the activation of the generator (duty cycle). Upon receiving this we will provide a follow-up report.

Event description:
On june 13th, 2018 we have been informed about an incident involving a dispersive electrode. A "view the uterus" procedure was performed at surgical center of hospital (B)(6). A non-monitoring dispersive electrode (model skintact wr01) and a wem generator (model unknown) were used for a duration of 40 minutes. The patient's body type was described as lean and the skin type was described as normal and hairless. The skin was not cleaned, not shaven, not disinfected, not dried and no lotion had been used before applying the neutral electrode. The electrode was placed on the left thigh. The patient was lying in the gynecological position. The power setting had been described as 110 w and had not been raised during surgery. Also no repositioning of the patient was necessary. The dispersive electrode adhered well to the patients skin. "It was well fixed" and (...) "Not loose". During the procedure "it started to smell of burnt flesh, so the whole set was changed, both neutral electrode and pencil". The size of the burn was described as 2 cm and characterized as redness and tissue necrosis. A picture provided by the reporter shows the injury, which appears to be a third degree burn. It was stated that the injury occured "above the hydrogel area, in the foam [sic], in the most distal portion that connects the pencil cable." The wound was treated by "cold compress and follow-up with the hospital dermatologist, who prescribed clobetasol ointment after a few hours."

Event description:
On (B)(6)2018 we have been informed about an incident involving a dispersive electrode. A "view the uterus" procedure was performed at surgical center of hospital adventista do pênfigo, campo grande, brazil. A non-monitoring dispersive electrode (model skintact wr01) and a wem generator (model unkown) were used for a duration of 40 minutes. The patients body type was described as lean and the skin type was described as normal and hairless. The skin was not cleaned, not shaven, not disinfected, not dried and no lotion had been used before appying the neutral electrode. The electrode was placed ont the left thigh. The patient was lying in the gynecological position. The power setting had been described as 110w and had not been raised during surgery. Aslo no repositioning of the patient was necessary. The dispersive electrode adheared well to the patients skin. "It was well fixed" and (...) "Not loose". During the procedure "it started to smell of burnt flesh, so the whole set was changed, both netral elelctrode and pencil". The size of the burn was described as 2 cm and chractarized as redness and tissue necrosis. A picture provided by the reported shows the injury, which appears to be a third degree burn. It was staed that the injury occured "above" the hydrogel area, in the foam [sic], int he most distal portion that connects the pencil cable." The wound was treated by "cold compress and follow-up with the hospital dermatologist, who prescribed clobetasol ointment after a few hours."

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested additional information several times. Our customer informed us in october: "we didn't receive more information about this complaint." We therefore see no possibility to receive any additional information requirerd for further analysis. In any case, the IFU states "remove hair from the chosen skin area and clean it carefully (...) Be aware that failure to remove hair may lead to skin burns." According to the information provided the user did not follow this instruction. We therefore consided the user contributed to or caused the event and close the investigation.